Event description:
The report stated that while the surgeon was using the device to cut during a lavh, the rotation knob did not return to the original place. As a result, the surgeon could not open the jaw. The power settings were at five and the hand piece could not perform ligation. The jaws had to be cut out of the tissue by another ligasure device.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.